Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4) - MFR report number: 9613350-2015-00714. Therefore zimmer (B)(4) will consider this case as closed. Zimmer's reference number of this fie is (B)(4).

Event description:
This case is a duplicate of (B)(4). Therefore this case will be invalidated. Please rectify your records.

Event description:
It was reported that the patient was implanted a ti plt 4-hs str w/ stem hand-m on (B)(6) 2014. The patient was revised on (B)(6) 2015 due to osteolysis.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).